Manufacturer narrative:
H3: the instrument tracker (product: instrument tracker 9733533xom ent 1pk, serial/lot: (B)(6)) was returned to the manufacturer for analysis. Analysis found that there was a tracking/verification issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system for a functional endoscopic sinus surgery (fess) procedure. It was reported that the patient tracker was tracking initially on its own, but any time the instrument was brought into the field, it would not track, and the instrument tracker would show as red. The manufacturer representative plugged the instrument into a different port with no resolution. They used a new tracker and the issue was resolved. It was noted that this was an out of box failure. There was no delay to the procedure and no impact to patient outcome.